Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00133. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4) FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months. Manufacturer's investigation conclusion: no product was returned for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient expired on (B)(6) 2017. Additional information: it was reported that the patient presented in cardiac arrest to an outside facility. The patient¿s spouse called emergency medical services (ems) because the patient woke up confused and disoriented. During transport to the hospital, the patient became unresponsive and required intubation with complaints of acute shortness of breath. Upon transfer to the CT intensive care unit (isu), the patient was found to have limited cardiac contractility both the left and right ventricle although the lvad continued flow for some time. Soon after arrival, the patient had no cardiac rhythm detectable on the monitor and the pressure was 0 mm hg with 0 lpm flows on the heartmateiii monitor. There was no evidence of neurological activity; pupils were fixed and dilated. Given the findings and cardiac standstill, the patient¿s family was informed that the patient had died and there was no cardiac contractility. The lvad was turned off and death pronounced on (B)(6) 2017 at 11:22am. No additional information was provided.

Manufacturer narrative:
Additional information was reported.

Event description:
The site communicated that the patient;s death was due to a severe splenic rupture .no additional information was reported.